Manufacturer narrative:
(B)(4). This complaint for a misassembled minicap was confirmed during the sample evaluation. During visual inspection, it was noted that the sponge was out of the cap. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a misassembled minicap was confirmed during the sample evaluation; however, no root cause could be determined. This issue is being investigated through CAPA.

Event description:
A customer contacted (B)(4) regarding a misassembled minicap, where the sponge was out of the cap. There was no patient involvement, patient injury or medical intervention reported for this event.